Event description:
It was reported that during customer stress testing at high temperature the device shut off and could not be powered on using dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event.